Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported adhesive peeling off of the distal tip forceps lid is due to external force was exerted by strong rubbing or bumping on the area during transportation, storage, use, cleaning, etc. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus service center. The evaluation confirmed the reported issue as the suction channel was found clogged with a foreign object. Additionally, the adhesive at the distal end forceps cover is peeling, the bending section cover adhesive is cracked and the insertion tube has buckles/kinks near the 30cm mark from the distal end. The scope passed the leakage test. The scope was repaired and returned to the customer. A review of the scope's repair history showed the scope has no previous repair record; purchased on (B)(6) 2019. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, a cleaning brush was stuck in the channel of the evis exera ii ultrasound gastro-video scope. There was no patient involvement reported.